Event description:
A patient reported that they were not able to fill the pump because when their healthcare provider (hcp) read the pump ¿everything came up blank¿ and ¿nothing was filled out or programmed¿. It was also noted that the patient¿s therapy was not working as expected. The medication infused was unknown. On (B)(6) 2014 information was received from a patient indicating that as of (B)(6) 2014 the pump was still not working, and it was ¿shut down and the alarm was on¿. They were still having concerns regarding their device or therapy, but they were working with their doctor or representative. They also indicated that they had concerns but had not sought further help. The patient indicated they had an appointment on (B)(6) 2014 to ¿replace the default pump¿. The pump was not programmed when surgery was reportedly performed on (B)(6) 2014. On (B)(6) 2014 the doctor¿s office tried to program with a representative. The patient¿s prior pump had been removed and replaced on (B)(6) 2014, so it was unclear what surgery was performed on (B)(6) 2014. On (B)(6) 2014 information was received from an hcp indicating that the medications infused were presumably the ones transferred from the prior pump (dilaudid, clonidine, baclofen, and fentanyl), but there was no information on electronic analysis. The patient was on a fentanyl patch and dilaudid. The patient reportedly did not experience any symptoms at the time, and there was no change from baseline.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n139720, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).